Manufacturer narrative:
The device was not received by depuy synthes power tools. If additional information is received, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from the USA stating that the control device experienced "locking mechanism does not work" and "the lever does not automatically spring back locking the part in." The device was not being used during surgery. It is unknown if injury or medical intervention occurred. The date of the event is unknown. There was no additional information provided.